Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 29649, was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken. Smart chip verification showed the catheter was used for one injection. The catheter passed the performance test. In conclusion, the balloon catheter failed the returned product inspection due to the push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.